Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Cannula housing unlocks unintentionally. While inserting without insertion device the connection of head set and transfer set connectors got lost, the cannula housing is still connected with the hub plate. No adverse event alleged. A request was made for the return of the device.